Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MDR #6000089-2007-01474. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The lesion was located in the calcified left anterior descending (lad). Angiograms showed a mid total occlusion. The physician predilated the lesion with a 12x2.75mm quantum maverick balloon and restored flow, however, the vessel dissected. Then the physician attempted to deliver the 2.50x24 taxus express2 drug eluting stent over the wire, but had difficulty crossing the lesion. The physician attempted multiple stents and multiple more inflations. The physician successfully crossed the lesion with a 2.50x24mm non-bsc bare metal stent. The patient was discharged.